Manufacturer narrative:
Product complaint # (B)(4). Based on the additional information received, this supplemental report is being submitted as a serious injury. The patient experienced local vasospasm due to the event requiring injection of nimodipine. Section b5: additional information received indicated that the patient presented with a witnessed cardioembolic stroke on (B)(6) 2020 with mtici score of 2a, nihss score of 4, and mrs score of 2. Intravenous tissue plasminogen activator (tpa) was not administered at the time of stroke presentation. Additional force was required to overcome the reported resistance between the 8f cello balloon guide catheter and the embotrap. The device was withdrawn slowly under proximal aspiration from the balloon guiding catheter. The patient experienced local vasospasm due to the event requiring injection of nimodipine. There was no vessel injury noted. Neither the embotrap nor the concomitant cello balloon guide catheter appeared damaged after removal. There were small fragments of clot within the device struts; however, the mtici score remained as 2a. The second pass was made with a 3mm x 20mm competitor device (change of device due to persistent clot) and resulted in a mtici score of 3 with clot retrieval via the stent retriever. No further passes were made. The final/end of procedure mtici score was 3. The embotrap pass was made with an 8f cello balloon guide catheter via an 0.021¿ rebar (medtronic) microcatheter. 24-hour post-procedure nihss score was 1. The patient was discharged home with self-care on (B)(6) 2021 with nihss score of 0. Complaint conclusion: as reported via the excellent study, a 76-year-old male (subject (B)(6)) with a history of atrial fibrillation, coronary artery disease (cad), diabetes, hypertension, hyperlipidemia, previous coronary artery bypass grafting (CABG), chronic renal failure, and bladder tumor presented with a witnessed cardioembolic stroke on (B)(6) 2020 with mtici score of 2a, nihss score of 4, and mrs score of 2, and underwent endovascular mechanical thrombectomy using a 5mm x 33mm embotrap ii (et007533/19a068av) device on (B)(6) 2020. Intravenous tissue plasminogen activator (tpa) was not administered at the time of stroke presentation. The first pass was made with the embotrap at the right m3 segment of the middle cerebral artery (mca) (1 min incubation); however, the embotrap device became stuck on the tip of the 8f cello (medtronic) balloon guide catheter during retrieval. Additional force was required to overcome the reported resistance. The device was withdrawn slowly under proximal aspiration from the balloon guiding catheter. The patient experienced local vasospasm due to the event requiring injection of nimodipine. There was no vessel injury noted. Neither the embotrap nor the concomitant cello balloon guide catheter appeared damaged after removal. There were small fragments of clot within the device struts; however, the mtici score remained as 2a. The second pass was made with a 3mm x 20mm competitor device (change of device due to persistent clot) and resulted in a mtici score of 3 with clot retrieval via the stent retriever. No further passes were made. The final/end of procedure mtici score was 3. The embotrap pass was made with an 8f cello balloon guide catheter via an 0.021¿ rebar (medtronic) microcatheter. 24-hour post-procedure nihss score was 1. The patient was discharged home with self-care on (B)(6) 2021 with nihss score of 0. The device was discarded; therefore, no further investigation can be performed. A review of the manufacturing documentation associated with lot number 19a068av presented no issues during the manufacturing or inspection process that can be related to the reported event. Withdrawal difficulty into the ancillary guide catheter is a known potential procedural complication associated with the embotrap device. The embotrap ii instructions for use (IFU) states the following: ¿withdraw the device and microcatheter slowly and carefully as a unit to the guide catheter tip while aspirating through the guide catheter with a syringe. As the device reaches the guide catheter apply vigorous aspiration, withdraw the device and microcatheter into the guide catheter and continue to aspirate until the device reaches the proximal rhv. If withdrawal into the guide catheter is difficult (as may be the case with a large clot burden) then deflate the balloon (if applicable) and withdraw the guide, microcatheter and device together through the introducer sheath. The IFU also cautions the user to never withdraw the device against significant resistance. Assess the cause of resistance using fluoroscopy and if necessary, advance the microcatheter over the device to resheath or partially resheath to aid withdrawal. Resheathing a device with captured clot may result in loss of clot and distal embolization. Vessel spasm is a brief temporary tightening of the muscles in the vessel wall. This can narrow and briefly decrease or even prevent blood flow distal to the spasm and may occur when positioning/advancing the devices through the vessel/arteries. This is a well-known potential complication with any invasive procedure during which devices are introduced into vessels. Review of the available information suggests that clot burden, vessel characteristics, device selection, device interaction, and operator technique may have contributed to the reported event rather than the design or manufacture of the device. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). (B)(6). Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The device was discarded; therefore, no further investigation can be performed. A review of the manufacturing documentation associated with lot number 19a068av presented no issues during the manufacturing or inspection process that can be related to the reported event. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported via the (B)(6) study, (subject (B)(6)) during an endovascular mechanical thrombectomy, a 5x33 embotrap ii revascularization device (et007533, 19a068av) became stuck at the tip of an 8f cello balloon guiding catheter during retrieval. There was no patient adverse event as a result of the device deficiency. The device deficiency occurred post-deployment of the embotrap. The embotrap was attempted to be used as the first line of treatment in this patient for intracranial clot removal, right target occlusion to the m3. No additional intervention was performed during the procedure. There was no clot retrieval during the first pass with the embotrap . A second pass was done with a 3mm x 20mm preset lite (phenox). The clot was retrieved. It was reported that the changing of the device was due to the clot being persistent. A 0.021 rebar microcatheter was used.